Manufacturer narrative:
In a review of the labeling it is a known complication that a patient's age, weight, activity level, and/or trauma would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of dislocation of the right shoulder joint devices is most likely related to the overactivity of reaching and trimming trees, trauma of "sleeping on the shoulder" and the patient's underlying conditions to include previous shoulder maladies. This device is used for treatment, not diagnosis.

Event description:
No additional information provided.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Patient dislocated after trimming trees and sleeping on shoulder on (B)(6) 2015. Action taken: closed reduction under anesthesia. Patient dislocated again while sleeping on (B)(6) 2016. Action taken: closed reduction in the e.r.